Event description:
Four years following bilateral intraocular lens (iol) implant surgery, a surgeon reported a patient was experiencing decreased visual acuity and "dim light" secondary to clouding of the iol. On examination, the surgeon observed opacification of both the anterior and posterior surface of the iol. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).